Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed) and the lead appeared damaged at implant.

Event description:
It was reported that during implant the right atrial lead would not stay fixated. Therefore, the lead was removed and replaced with an active fixation lead. It was also noted that the physician slit the insulation on the lead to retain access. No patient complications were reported as a result of this event.